Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens of 20.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company lens of, 19.5 diopter, light adjusting lens. The product was not available for evaluation. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient was unable to tolerate the glare and halos, and was unhappy due to these effects hence the lens was explanted in a secondary procedure. Additional information has been requested and received stating the patient was not hospitalized for the event. The lens was replaced with a non-company lens. There was no harm to the patient.